Manufacturer narrative:
Complaint confirmed. Upon visual investigation, it was noted that one of the devices is broken at the end of the shaft and the other device is bent at the end of the shaft. The probable cause of the broken and bent shaft is the excessive force applied during use. The cause remains misuse.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a shoulder surgery the device broke at the stick inside the patient. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update 14-dec-2022. Further information revealed that the needle/shaft of the device broke the tip. The surgeon could retrieve the broken pieces during the surgery.